Event description:
It was reported that during a left middle cerebral artery (mca) aneurysm procedure, after delivering the subject stent through the microcatheter at the target vessel location and the subject stent was began to deploy. However, after only one-fourth of the subject stent length had been deployed from the microcatheter, the entire microcatheter system shifted downward and moved away from the target vessel. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.